Event description:
The customer stated that the architect c4000 analyzer generated an elevated creatinine result of 4.11 mg/dl. The sample was repeated on another analyzer and a result of 0.78 mg/dl was generated. There was no report of impact to patient management.

Manufacturer narrative:
It was discovered on 11/13/2014 that this MDR (manufacturer's report # 1415939-2014-00226) was filed against the incorrect manufacturer site: (B)(4) and should have been filed under manufacturer site: (B)(4). MDR number 1628664-2014-00236 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.